Event description:
It was reported that during a laparoscopic gastrectomy procedure, the tip of the outer sleeve chipped. There was a possibility that the tip of the outer sleeve was melted by contacting an ultrasonic instrument. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). The analysis results found that the instrument was received with the tip of the sleeve melted. See attached pictures. This type of damage is consistent with the one produced by an energized device. In order to prevent this kind of damage please avoid the contact with laser, electrosurgical or ultrasonic devices. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed.